Event description:
It was reported that a burr and wire entrapment occurred. The patient presented with peripheral arterial disease. The target lesion was located in the mildly tortuous and moderately to severely calcified proximal to distal anterior tibial artery (ata). A 1.25 mm rotapro-pi and peripheral rotawire guidewire were selected for use in accordance with standard atherectomy indications. Burr advancement was performed using a pecking motion approximately 75% of the time. The burr was used close to the origin of the ata and traveled distally toward the pedal arteries. Midway through the ata, the burr began to stall, including during dynaglide mode. Advancement became difficult at the midpoint of the lesion. It was observed that the guidewire was not freely moving within the vessel and was moving together with the burr, indicating the burr had become stuck on the wire. Multiple attempts were made to dislodge the burr using both normal and dynaglide modes, but these were unsuccessful. The physician elected to remove the rotapro burr; however, it could not be extracted independently of the wire. Consequently, both the burr and guidewire were removed together as a single unit. Post-removal, an attempt was made to separate the wire from the burr assembly outside the patient. Despite using the brake defeat button per the directions for use (dfu), the wire remained engaged. The rotawire was noted to be slightly kinked approximately 3-5 cm from the distal tip. The procedure was successfully completed using angioplasty ballooning. No patient complications were reported. It was further reported that the patient was fine post procedure.

Manufacturer narrative:
A1: patient identifier updated. A2: date of birth: 1964. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a burr and wire entrapment occurred. The patient presented with peripheral arterial disease. The target lesion was located in the mildly tortuous and moderately to severely calcified proximal to distal anterior tibial artery (ata). A 1.25 mm rotapro-pi and peripheral rotawire guidewire were selected for use in accordance with standard atherectomy indications. Burr advancement was performed using a pecking motion approximately 75% of the time. The burr was used close to the origin of the ata and traveled distally toward the pedal arteries. Midway through the ata, the burr began to stall, including during dynaglide mode. Advancement became difficult at the midpoint of the lesion. It was observed that the guidewire was not freely moving within the vessel and was moving together with the burr, indicating the burr had become stuck on the wire. Multiple attempts were made to dislodge the burr using both normal and dynaglide modes, but these were unsuccessful. The physician elected to remove the rotapro burr; however, it could not be extracted independently of the wire. Consequently, both the burr and guidewire were removed together as a single unit. Post-removal, an attempt was made to separate the wire from the burr assembly outside the patient. Despite using the brake defeat button per the directions for use (dfu), the wire remained engaged. The rotawire was noted to be slightly kinked approximately 3-5 cm from the distal tip. The procedure was successfully completed using angioplasty ballooning. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.